Manufacturer narrative:
He returned device was evaluated and the pod was received with the cannula assembly fully deployed. Fluid path testing revealed a tear in the exposed portion of the soft cannula, resulting in an external leak. It could not be determined when this damage occurred. The download data from the pod contains no timeouts or drive stalls, indicating that there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. The pod was returned with the adhesive pad attached to the bottom housing. Inspection of the bottom housing found the adhesive pad heat welds to be misaligned, indicating that the adhesive pad had been incorrectly installed. This did not affect pod functionality as the adhesive pad was securely attached to the bottom housing and the customer claims that the adhesive pad was secure during pod use. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 500 mg/dl. As treatment, the patient received insulin via injection and a new pod was applied. The patient's blood glucose history are as follows: (B)(6).